Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover for the imaging system was adjusted. The navigation system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: b i71000158, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system had difficulties with an intermittent grinding noise while driving the imaging system. Troubleshooting found that the x-stage cover was out of alignment. There was no patient present when this issue was identified.